Event description:
It was reported that the patient with this pacemaker system underwent a magnetic resonance imaging (MRI). After the procedure, the device recorded a signal artifact monitor (sam). Out of range pace impedance measurements were also observed on the right ventricular (rv) lead. No adverse patient effects were reported. This device system remains in service.